Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that on (B)(6) 2014 the patient experienced multiple red heart alarms. His system controller was exchanged without resolution of the alarm. The patient was given more fluids and did not receive any subsequent red heart alarms; however, it was also reported that the patient was not moving in a way that might elicit a driveline alarm. The patient reportedly has a very small ventricle and restrictive physiology and had been diuresed for several days leading up to the alarms. On interrogation of the system controller, it was noted in the event history that there were multiple speed drops to 0 rpm while the patient was connected to the power module. On (B)(4) 2014, the manufacturer¿s technical service technician evaluated the driveline. Upon cutting into the silastic jacket by the distal end of the driveline, the bionate was found to be damaged with wires sticking out. The distal end of the driveline was replaced with no issues, and no further alarms have been reported.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced external portion/distal end of the percutaneous lead was returned to the manufacturer for evaluation. The evaluation of the returned percutaneous lead found a breach in the black wire insulation at approximately 4" from the metal end. The breach appeared to be due to mechanical damage, which also damaged the bionate. As a result of the breach, the underlying wire conductors were exposed. The black wire represents a redundant wire in the motor phase 2. The reported red heart alarms would have occurred as a result of the breaches and the exposed conductors of the wire contacting the braided shielding. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 4 years and 1 month. The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.